Event description:
The pt reported that she is experiencing erratic blood glucose values. She stated that in 2007 her blood glucose was either 54 or 57 mg/dl. The pt stated that her blood glucose values went up to 280 mg/dl and then down to 44 mg/dl. She reported that the following day, she woke up with a blood glucose reading of 115 mg/dl. She ate breakfast and ran a standard bolus of 2 units. She did a 1/2 unit of insulin bolus later and at 12pm reported that her blood glucose value was 186 mg/dl. She reported at 1 pm, her blood glucose was 282 mg/dl. The pt was very upset and did not want to troubleshoot and disconnected the phone call. Follow up attempts to contact the pt were unsuccessful. The pt did not report requiring any medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.